Event description:
It was reported that the patient came to hospital due to acute low flow alarms, lightheadedness and not feeling well. Upon review of ventricular assist device (vad) parameters and data log files, the patient had an abrupt drop in flows and power attributed to a pump or outflow graft thrombus. The low flows were at 1 liter, and the patient's baseline is about 4 or 5 liters. The patient was also reported to be experiencing worsening heart failure. The patient was admitted into intensive care. The patient was unable to get computerized tomography (CT) angiogram due to elevated creatinine of 3.0 and elevated volume. It was also reported that the controller exhibited a controller fault alarm due to a depleted internal battery. The alarm was permanently silenced, and it was advised not to perform a controller exchange at the time due to the low flows and low power. Patient was put on dual inotropes, bumex, and heparin medication intravenously; the patient previously was on coumadin and aspirin. A transthoracic echocardiogram (tte) and a ramp study were performed, and speed was increased to 3000rpms from 2740 rpms. Central venous pressure was 20 with vad parameters at 3.8 watts for speed of 3000 rpms. It was also reported that the patient has had three sternotomies and was not a candidate for vad exchange. It was noted that the creatinine levels were back to baseline and that the hematocrit (hct) had been falsely adjusted and was back to the patient current hct levels. It was also reported by the patient that while in the emergency room the pins on a power port of the controller were broken. Someone had taped the connection and said "do not unplug" on the power port and supposedly had tried to fix the bent pin with a pen. A ramp study was done over the weekend to see if the vad was working at all and by going up on the speed, there was no difference observed on the echocardiogram. The patient experienced some ventricular tachycardia (vt) and passed out briefly, which was thought to be an anoxic episode and not neurological. The vad had exhibited high power, which had resolved and the patient was reported to be doing well. The controller was successfully exchanged and discharge planning began. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller , model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2019 / serial #: (B)(4) UDI #: (B)(4) device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, device manufacture date: mfg date: 21-aug-2018, labeled for single use: no, patient code(s): e0112, e0119, e020204, e0514, e060109, e0611; imf code(s): f0801, f1203, f2203, f2303; img code(s): g02002, g0403401; FDA device code(s): a0705, a040609; FDA results code(s): c21, FDA conclusion code(s): d16 , heartware ventricular assist system ¿ outflow graft, model #: 1125 / catalog #: 1125 / expiration date: 31-may-2023 / lot #: 17375003-1147 UDI #: (B)(4), implanted date: (B)(6) 2019, device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 01-may-2018 labeled for single use: yes, patient code(s): e0112, e0119, e020204, e0514, e060109, e0611; imf code(s): f0801, f1203, f2203, f2303; img code(s): g04019; FDA device code(s): a1409; FDA results code(s): c21; FDA conclusion code(s): d16. Investigation of this event is pending and a supplemental report will be sent upon its completion.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad), the outflow graft, and the controller were not returned for evaluation. Log file analysis revealed a sudden decrease in power consumption and estimated flows starting on 15-jan-2022, leading to parameters below normal operating range, and one (1) low flow alarm logged on (B)(6) 2022. Additionally, one (1) high watt alarm was logged on (B)(6) 2022 immediately following an increase in pump rotational speed. A slight increase in power consumption and estimated flows was logged starting on (B)(6) 2022. Review of the controller log files also revealed two (2) controller fault alarms logged on (B)(6) 2022 at 13:36:20 and on (B)(6) 2022 at 20:26:14, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. As a result, the reported low flow, high power, and controller fault alarm events were confirmed. The reported controller power port pin damage event could not be confirmed due to insufficient evidence. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported pin damage event can be attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller, and the socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Based on applicable risk documentation, experience with events of similar circumstances, and the available information, possible root causes of the controller fault alarms may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on the available information and historical review of similar events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion and/or inappropriate pump rotational speed. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Additional information received from the site indicated that, in addition to low flows, the patient presented with lightheadedness and was not feeling well; the patient was also reported to be experiencing worsening heart failure. The patient was put on dual inotropes, bumex, and heparin medication intravenously. The patient also experienced some ventricular tachycardia and passed out briefly, which was thought to be an anoxic episode and not neurological. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, thrombus, worsening heart failure, and cardiac arrhythmias are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: img code(s): g04035 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c02, c19 h6: FDA conclusion code(s): d15, d1105 d4: serial or lot#: 17375003-1147 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.